Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.75x12mm nc trek balloon dilatation catheter referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a coronary procedure to treat target lesions at the distal left anterior descending (lad) artery and the mid lad. Pre-dilatation was performed at the distal lad; however, during advancement of the 2.5 x 23 mm multi-link 8 stent delivery system resistance was noted due to the patient anatomy, so the device was removed with difficulty and additional pre-dilatation was performed using multiple trek dilatation catheters. A second 2.5 x 23 mm multi-link 8 stent delivery system was advanced and the stent was deployed at the target lesion. A 2.75 x 12 mm nc trek was advanced to the target lesion in the mid lad and an attempt was made to inflate the balloon. It was thought that the balloon was inflated to 8 atmospheres (atm); however, the balloon would not inflate. Additional attempts were made to inflate the balloon to 10 atm and 12 atm; however, the balloon did not inflate. The device was removed without difficulty and another nc trek was used successfully, completing the procedure. No additional information was provided.